Event description:
Procedure: wedge resection. According to the reporter: the reload was used with idrive ultra. The reload was angled at 45 degree. After closing it, the surgeon wanted to fire, but nothing happened. Green light on idrive was flashing, but no firing. So they changed the reload and took another one. The same situation: no firing. One of the reloads used was discarded so only the second reload will be sent back. After the second reload did not fire, the stapler was changed to a gia100. Before they have used two egiai60amt on the same patient without any problems. These reloads have not been angled over 30 degree. After they finished the operation they have reconstructed the same situation with a gauze swap: 45 degree angled reload from the same package (same lot) with the idrive with no problem in completing the firing. No patient injury. No extension of or time. No blood loss. No extension of incision. No change of operation. No loss or damage to tissue. No parts fell into patients. No reinforcement material used.

Manufacturer narrative:
(B)(4).